Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 66 mg/dl following meal announcement. The user was transported to the hospital by a caregiver where the user was diagnosed in seizure and treated with oral carbohydrates and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
The complaint investigation was performed through review of device engineering logs, bionic report data, and information provided by the clinical diabetes specialist. The reported event involved a seizure occurring after initial ilet training on 06-may-2026. The user reported accidentally announcing a "more" meal, resulting in hypoglycemia and seizure activity; however, review of device data showed the user actually announced a "usual" meal. Ems obtained a fingerstick blood glucose value of 66 mg/dl. Review of dexcom cgm data showed a lowest recorded glucose value of 77 mg/dl with no evidence of severe or prolonged hypoglycemia. Engineering log review identified no malfunction alerts, no factory reset events, and no motor errors that would indicate inaccurate insulin delivery relative to delivery requests. The ilet appropriately reduced and suspended insulin delivery in response to falling and low glucose values. Alerts were generated and acknowledged as expected, and insulin delivery requests occurred at regular intervals when cgm conditions permitted. Device operation was consistent with intended design and performance specifications. Based on the available information, the reported seizure could not be attributed to an ilet malfunction. The user reported a history of epileptic seizures with no seizure occurrence for approximately three years prior to this event. Given the absence of severe or prolonged hypoglycemia in the device data, the normal device operation observed, and the user's underlying seizure history, the reported seizure is not likely related to ilet performance and is more likely associated with the user's pre-existing epileptic condition. No product was returned for evaluation. Therefore, physical device testing could not be performed. The investigation did not identify evidence of a device malfunction or product deficiency that contributed to the reported event. The device was found to have functioned according to its design specifications and intended use.